Event description:
The consumer alleges that acid leaked out of the batteries and the fumes made her ill and caused the death of her two small dogs. Serious injury is alleged.

Manufacturer narrative:
(B)(4).

Event description:
The consumer alleges that acid leaked out of the batteries and the fumes made her ill and caused the death of her two small dogs. Serious injury is alleged.